Event description:
It was reported that a user placed the ilet pump on a charging pad and the ilet stopped displaying glucose readings from the dexcom g7 sensor, which resumed shortly thereafter; customer support advised that transient bluetooth signal loss likely occurred, and provided troubleshooting and education. No adverse clinical symptoms reported. Outcomes included no medical intervention, no alerts or alarms, and no impact to health. User support included user interview and review of device behavior. Investigation of this case revealed a transient communication interruption consistent with electromagnetic or environmental interference affecting bluetooth connectivity, with normal function restored once the interference abated. It was concluded, based on previously established findings for similar reports, that the cause was user environment and use conditions leading to temporary wireless communication disruption.